Event description:
It was reported that no capture and threshold increase occurred with the lv lead. Device was removed from service. No patient complications have been reported as a result of this event.